Manufacturer narrative:
Date is estimated; month and year are valid. Concomitant medical products: product ID: 3889-28, serial/lot#: (B)(4), implanted: (B)(6) 2014. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient has had a couple break throughs w/ their bladder where they are not quite making it to the bathroom. Patient said they haven't had any falls, trauma or change in activity. Patient has tried all 7 programs and increased to 8.5 and is not able to feel stim on any programs. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the patient not feeling stim was determined to be the lead not working. In order to resolve this issue, the healthcare professional will place a new lead; the patient will be having a procedure to have new lead placed.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the date of the procedure was scheduled for on (B)(6) 2021. The cause of the lead not working was unknown (not known yet). The device was going to be returned when explanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.